Event description:
The pt was admitted to the hospital secondary to having non-healing lower extremity venostasis. Six days later, the pt went to surgery for split-thickness skin graft coverage of both lower extremity venostasis ulcer wounds. The zimmer blade was loaded into the dermatome in respect to how the dermatome would be used in the upright position. To load the dermatome blade into the dermatome, it requires a person to turn the dermatome over and load it from the back. On the dermatome blade it says "this side up" which is confusing to the person who is loading the blade. The person can easily misunderstand those directions when they know that the dermatome will be used in the upright position once it is turned back over following loading. It is possible to put the blade in the turned over dermatome handle with the side that says "this side up" in the down position. A plate fits over the blade on the back of the dermatome handle that requires it to be secured by tightening two screws. This plate can be used whether the dermatome blade is loaded right side up or down. It does not prevent you from loading the dermatome blade incorrectly despite the "this side up" instruction. It was noted during the first attempt to take a skin graft that the dermatome took a larger cut of skin than 0.014. This equipment was checked to see if it had malfunctioned and how the blade had been loaded. The dermatome blade had been loaded with the "this side up" part in the downward position because the this side up part would then be in the up position when you turn dermatome handle over to use it. A large bit out of the skin was taken on the first attempt of skin grafting because of how the dermatome worked with the dermatome blade being loaded with the "this side up" in the downward position. The surgeon extended a part of the skin wound and closed it with sutures. Another dermatome and blade were then used to take the appropriate skin graft successfully. The pt returned to surgery again, two weeks later, for debridement of the left thigh wound and dressing change under general anesthesia.